Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue a biopsy needle. The customer reports that during a bone marrow, the jamishidi broke. The needle was removed with pliers. The customer further reports that they used another covidien needle and this one worked fine. There was no harm to the pt.